Event description:
Olympus medical systems corp (omsc) was informed that during a laparoscopic hepatectomy, the first tb-0530fc (the subject device) was used and unspecified error related to the probe occurred. Although the user exchanged it with the second tb-0530fc and continued the procedure, the ptfe pad of the second tb-0530fc wore. The second tb-0535fc could not generate the energy output anymore and unspecified error occurred. The procedure was completed with the second tb-0530fc. This is the first of two reports.

Manufacturer narrative:
The subject device was returned to omsc for eval. This MDR is regarding the first device of the reported two defective devices. The eval confirmed that the ptfe pad of the device severely wore and the metal part was exposed. Both the probe tip and the grasping section had contact marks with each other. The probe was not broken. The mfg history was reviewed with no irregularities noted. Considering the eval result of the device, omsc concluded that the ptfe pad severely wore since the user activated output without grasping anything (including after the tissue separated), which caused the contact between the probe and the grasping section with the severely worn pad. Because the user kept outputting in its state, the contact marks were made and the reported error occurred. Based on the finding of the eval, this report appears to be related to user handling. This report is one of three reports. Cross reference MFR report number 8010047-2015-00317.